Event description:
It was reported that there were issues with the irrigation of the console 110v, such that the tip of the handpiece melted. Attempts to obtain additional information were made, but were not successful.

Event description:
It was reported that there were issues with the irrigation of the console 110v, such that the tip of the handpiece melted. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Based on the evaluation, the console was ruled out as contributing to the failure. Maintenance was performed on the device and it was returned to the user facility. The handpiece, tip, and tubing were not returned for evaluation.